Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8120 error 200.5040. Technical support: 1. Flash the pc unit or the module to the correct software version. Check the setup of system maintenance firmware in the network configuration package. Assisted customer to step through the flash task in system maintenance. Check to verify the device connected to system maintenance. Explained and step customer through the flash task process for understanding. Device connected to flash task successfully. Customer will call back if any further issues and/or concerns. End call. A review of the device history record showed the device had a manufacture date of 01/04/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-- 1. Flash the pc unit or the module to the correct software version. Check the setup of system maintenance firmware in the network configuration package. Assisted customer to step through the flash task in system maintenance. Check to verify the device connected to system maintenance. Explained and step customer through the flash task process for understanding. Device connected to flash task successfully. Customer will call back if any further issues and/or concerns. End call. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device had an error 200.5040. There was no patient involvement.

Event description:
It was reported, that the device had an error 200.5040. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had an error 200.5040. There was no patient involvement.